Event description:
In 2009, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. There was a proximal type I endoleak on the trunk-ipsilateral leg component, so an aortic extender was placed. A palmaz stent was then added to resolve the endoleak. Before the stent was placed, both renal arteries were patent. After the stent was placed, the left renal artery was covered by the aortic extender. The patient is stable with no further complications. No re-intervention is planned.

Manufacturer narrative:
A review of the manufacturing record has been conducted. The manufacturing records review verified that the lots met all pre-release specifications.